Event description:
A nurse at the user facility reports a haptic was broken during intraocular lens (iol) surgery. The incision was enlarged to accommodate a replacement lens. Additional info has been requested.